Manufacturer narrative:
During inspection and testing, service found the adhesive around the objective lens was peeled off. The report of dirt on the device was also confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing of the subject device, a small amount of dirt was noticed in the vicinity of the tip lens after manual cleaning. It could not be removed. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the adhesive around the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation (peeled adhesive). There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress such as dropping, hitting, or some kind of impact may have caused the adhesive to peel off. Olympus will continue to monitor field performance for this device.